Event description:
Physician reports extracapsular rupture right side (diagnosed by ultrasound). Patient had pain in the axilla right side, now the symptoms have become worse: tingling in the arm, swelling of the limb and especially the right hand, burning in the upper and lower quadrant of the right breast. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The device has been explanted.